Event description:
It was reported that prior to the start of a da vinci-assisted malignant hysterectomy surgical procedure, the monopolar curved scissors (mcs) instrument had a scratch on the insulation. The procedure was completed with no reported injury. The endowrist monopolar curved scissors is intended to be used with the da vinci system for endoscopic manipulation of tissue, including: cutting, blunt and sharp dissection, electrocautery. The instrument is designed to provide energy from the designated location on the instrument (the tip) to the planned anatomical location when used as intended. The energy is activated by pressing the designated pedal on the surgeon side console (ssc). Isi followed up with the initial reporter and obtained the following additional information on (B)(6) 2022: the issue was identified prior to the start of the procedure, before ports placement. The mcs instrument was noted to have a small scratch on its insulation but the conductor wire was not noted to be exposed. The instrument was immediately replaced with a backup mcs instrument, which had no issues. There was no patient injury. There were no photographic images or video recordings of the instrument available for the isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has requested that the mcs instrument be returned for evaluation, but it has not yet been returned. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. A review of the instrument log for the mcs (part number 470179-19/lot number k13220321-0548) associated with this event has been performed. Per logs, the mcs instrument was last used in a procedure on (B)(6) 2022 via system sk3017. The alleged instrument had 6 uses remaining after the last procedural use. No image or video of the procedure was provided for review. This complaint is considered a reportable malfunction event due to the following conclusion: it was alleged that the mcs instrument insulation was damaged. The damaged insulation has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Manufacturer narrative:
The monopolar curved scissors instrument has been returned and evaluated by the failure analysis team. The instrument tube extension exhibits signs of scratch marks/abrasions. Tube extension scratch marks measured roughly 0.152¿ x 0.036¿. The complaint regarding the scratch marks/abrasion was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.